Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 158 mg/dl, 64 mg/dl, and 61 mg/dl. Customer self-treated with orange juice based upon the readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.